Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during preuse testing it was discovered the unit would not switch to battery power when ac power is lost. There was no report of patient involvement.